Event description:
Boston scientific received information that this patient is in complete heart block. Testing was performed and loss of capture for fifteen seconds was noted and the patient experienced a syncopal event. No adverse patient effects were reported.

Manufacturer narrative:
Threshold measurements are within normal limits, sensing is stable and impedance measurements are unconcerning. The physician reprogrammed the device to three times the safety margin and will continue to monitor this patient closely. No other adverse events have been reported. This product issue will be updated if additional information is received.